Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 430 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with insulin pump during hospitalization. The customer stated no symptoms related to high blood glucose. Customer reported that the cannula was bent. The insulin pump will not be returned for analysis.